Event description:
As reported by the field clinical specialist (fcs), approximately 4 years post tpvr procedure with a 23mm sapien 3 valve, the patient presents exercise intolerance and vague chest pain with an under expanded valve due to severe stenosis. The gradient was 80mmhg, and the patient underwent a valve in valve (vinv) procedure with a 20mm sapien 3 valve. Per medical record review, echo report showed mean gradients are 53 and 33 mmhg respectively. There was a right ventricular to pulmonary artery conduit stenosis present (moderate). There was elevated pressure of 86mmhg, conduit/sapien valve regurgitation was trivial.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted, however, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for increased gradients was confirmed based on the provided medical record. The review of complaint history did not indicate manufacturing non-conformance contributing to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Implanting sapien 3 valve within pre-existing homograft using commander delivery system in the pulmonic position was not indicated at the time of implantation. This was considered off-label operation. As reported, 'approximately 4 years post tpvr procedure with a 23mm sapien 3 valve, the patient presents exercise intolerance and vague chest pain with an under expanded valve due to severe stenosis and central regurgitation. The gradient was 80mmhg, and the patient underwent a valve in valve (vinv) procedure with a 20mm sapien 3 valve. Per medical record review, echo report showed mean gradients are 53 and 33 mmhg respectively'. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. It was noted, the 23mm sapien 3 was implanted within 20mm homograft, which indicated the thv size could potentially too big, so it led to under-expanded valve. The under expanded valve could obstruct the blood flow resulting in increased gradients. As such, available information suggests that procedural factors (inadequate valve size, under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was initially reported by the field clinical specialist (fcs), approximately 4 years post tpvr procedure with a 23mm sapien 3 valve, the patient presents exercise intolerance and vague chest pain with an under expanded valve due to severe stenosis and central regurgitation. The gradient was 80mmhg, and the patient underwent a valve in valve (vinv) procedure with a 20mm sapien 3 valve. However, per medical record review, echo report showed mean gradients are 53 and 33 mmhg respectively. There was a right ventricular to pulmonary artery conduit stenosis present - moderate. There was right ventricular hypertrophy, severe rv htn (dilated) with elevated pressure of 86mmhg, conduit/sapien valve regurgitation was trivial, branch pa stenosis, ruled out.